Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 240 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Unit received with partial white display due to severe corrosion on electronic assemblies. Unable to verify sensor glucose anomalies, blood glucose anomalies, sensor anomalies, buzz anomalies, audio/beep anomalies, under delivery anomalies due to partial white display. Unit received with corroded force sensor assembly and moisture damage on motor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to partial white display.